Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. Patient reported rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell and underweight. A visual and microscopic analysis was performed which identified, sharp broken on posterior (patch shell bond edge), non-penetrating nick and striated opening on anterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as an unidentified (tear) opening. A striated opening on anterior assessed, as surgical damage.

Event description:
The device has been explanted and replaced.